Manufacturer narrative:
Concomitant: product ID 74001, lot# n236261,implanted: 2010-(B)(6), product type adapter. Product ID 3587a, lot# l52331, implanted: 1998-(B)(6), product type lead. Product ID 7495-51, serial# (B)(4), implanted: 1998-(B)(6), product type extension. (B)(4)

Event description:
It was reported that the patient had not felt stimulation since a day prior to the report. The patient tried using the recharger and the patient programmer (pp) and was not able to connect with the implantable neurostimulator (ins). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Ifadditional information is received, a follow-up report will be sent.